Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent bent. In 2005 the target lesion had been predilated with a 2.5 x 9 mm maverick balloon. During the procedure the taxus express2 3.0 x 16 mm drug eluting stent bent, another of the same device was used to successful complete the procedure. There were no reported patient complications.